Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent or instrument issue was not likely. Most likely, a temporary issue occurred. No further issues were reported by the customer.

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for nine patient samples. Of the data provided, only the results for five patient samples were a reportable malfunction. It was unclear if the repeat testing was performed from the same patient sample. Patient 1 initial result was 14.67 miu/ml, repeat result was <2.00 miu/ml. Patient 2 initial result was 9.74 miu/ml, repeat result was <2.00 miu/ml. Patient was female with birth date of (B)(6). Patient 3 initial result was 29.34 miu/ml, repeat result was <4.44 miu/ml. Patient was female with birth date of (B)(6). Patient 4 initial result was 50.92 miu/ml, repeat result was 4.90 miu/ml. Patient was female with birth date of (B)(6). Patient 5 initial result was 2621.0 miu/ml, repeat result was <2.000 miu/ml and 24.95 miu/ml. Patient was female with birth date of (B)(6). All results were reported to the physicians. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 183183. The expiration date was requested, but as not provided. The field service representative checked the analyzer and found it was in perfect condition. He did note the probe wash reagent expired 06/2013.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).